Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. One week prior to receipt of this report, the pt experienced vomiting, feeling full and was not feeling well. Four days later, the pt experienced peritonitis and was hospitalized for the event on the same day. On the same day, the pt began treatment for the peritonitis with antibiotics (name unknown). At the time of this report, the pt remained hospitalized. The cause of peritonitis was reported to be chronic antibiotic use (for unrelated indication). At the time of this report, the peritonitis was ongoing and unchanged. On an unknown date within same month as this report, the patient's pd catheter was removed, pd therapy was discontinued and the pt was transferred to hemodialysis. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot h13e20028 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with an exception noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot h13e14138 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary was reviewed for this batch with no exceptions were noted for the batch. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).